Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that on 08jun2023 the patient developed sustained ventricular tachycardia (vt). The patient needed dc cardioversion or defibrillation. The arrhythmia was considered to be caused by progressive primary disease, but relation to the device cannot be fully ruled out.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported event of sustained ventricular arrhythmia could not be conclusively established through this investigation. The customer communicated that no additional information will be provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) , with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. A is currently available. Section 1 ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 lvas, including cardiac arrhythmia. Additionally, the IFU lists arrhythmia as a potential late post implant complication. No further information was provided. The manufacturer is closing the file on this event.